Event description:
Event description guidant received information that the patient with this pacemaker, experienced a seizure while the device was programmed in ddi mode with a lowere rate limit of 30ppm.